Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03686. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a rectal sphincter repair performed during mesh implantation. It was reported that following insertion, the patient experienced dyspareunia, pain after intercourse, cramping, pelvic pain, vaginal pain, re ¿prolapsed and had a feeling of a bulge. It was reported that on (B)(6) 2006, the patient underwent exam under anesthesia, laparoscopic lysis of adhesions, coagulation of hemorrhagic corpus luteum and fulguration of endometriosis. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.